Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2015 with the following findings: battery alarms and excessive battery usage observed in black box. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. No evidence of moisture contamination inside battery compartment. Current draws within specifications. No evidence of excessive pump temperature duplicated during investigation. Leak test passes. Removed pump case. Evidence of moisture contamination(see attached) inside pump. (B)(4)